Manufacturer narrative:
The device was received with the soft cannula deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found the bottom and middle battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to download the data. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the external power supply. This attempt was also unsuccessful. The beep test could not be performed and the download data could not be obtained as the pod could not pair with the master pdm. Corrosion was observed on the pcb assembly. Fluid path testing found fluid leaking past the reservoir plunger into the upper portion of the reservoir, indicating an inadequate o-ring seal between the plunger and reservoir. This inadequate seal resulted in an internal leak that contributed to the corrosion on the pcb assembly and contributed to the low bottom and middle battery voltages as well as the data loss. This inadequate o-ring seal resulted in the device failing to completely deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. Ketones were also present. As treatment, a new pod was applied.